Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and global instability. Bone scan was hot on the tibia according to the surgeon. Upon removal of the tibial tray, it did not appear grossly loose. It did pop loose after osteotomes were used under the tray. The tibia was revised to an attune revision rp tray with a sleeve and a stem, the femur and patella were retained and a 14 mm poly was used. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.